Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable pulse generator (ipg) device "stopped working and now my feet are swollen. My legs are very very swollen". The device remains in use. No further patient complications have been reported as a result of this event.